Event description:
62 y/o male with history of ventricular ectopy and cardiomyopathy who had an automatic implanted cardioverter defibrillator implantation in 1995. It has not been functioning properly, with inappropriate shocks. Total of 60 defibrillator charges; defibrillator failed to accurately detect ventricular fibrillation. Because of the recent defibrillator discharge, he has been raised to higher status on cardiac transplantation list.